Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2021 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Caller stated that the "wires didn't work" and they were "scheduled to have permanent wires implanted and then they waited 3 months (due to covid) and they couldn't advance the permanent wires so we went to the paddle."

Event description:
Patient called back stating, they received the replacement recharger, but they are having issues again. Caller stated, that the replacement recharger worked for maybe 3-4 charges. And now it doesn't work anymore. Caller stated, it keeps getting stuck on screen looking for device (15). And they don't hear the clicking noise from the relay box as they normally do. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed, controller powers on. Caller inserted the battery pack and confirmed, flashing green light above screen. Confirmed, no device found (16), as the implant is depleted. Caller then connected recharger and confirmed, batteries (49) recharging excellent. Controller is 100 percent and implant is red/empty. Agent reviewed with caller everything appears to be working as intended. And instructed to monitor the issue and call back if it persists.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6), 2021, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.